Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, neither a root cause nor a probable cause could be determined. Furthermore, according to the evaluation tab, since the reproduction of the noise in the image could not be confirmed and no failure was detected, the presumed cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a noisy image. The issue occurred, during reprocessing. There were no reports of patient involvement.